Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0063948. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Investigation conclusion: bd will continue to monitor this issue. Root cause description: although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale: no need for CAPA.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc needle was broken. The following information was provided by the initial reporter: when preparing for the puncture, the nurse just pierced the patient's skin, immediately found that the needle was deformation and broken, so nurse immediately withdrew the needle, another needle was replaced, there was a suspected tip distortion. Finally the third needle was used normally. The first and second needle were discarded. On (B)(6) 2021 received sales rep update, event description updated below at 10:39 am on (B)(6) 2021, when the infusion was administered to the patient, the indwelling needle just touched the skin and the front end of the indwelling needle was broken. The operation was stopped immediately and the patient was reported.